Manufacturer narrative:
The reported event was inability to implant due to the presence of blood in the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant of the left ventricular (lv) lead, blood was observed in the body of the lv lead. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences following the procedure.